Event description:
A procedure was performed 2 years ago to repair a parastomal hernia using the company's permacol device and a "top-hat" technique. The surgeon stated that the "top hat" technique of parastomal hernia repair relied on the implant becoming integrated with the host tissue. The surgeon stated that the pt had a nasal infection prior to surgery. The implant was not placed under tension and was sutured in place with prolene sutures. The hernia recently recurred and the surgeon decided to re-explore the area. He found an intact sheet of permacol that had no macroscopic evidence of integration into the host tissues. The surgeon removed virtually all of the permacol and has stored the implant in formaldehyde. The sample will be returned to tsl for histology testing. The pt had a large sheet of prolene mesh over their abdominal wall from previous surgery and the surgeon wondered whether this was related to the lack of integration of the permacol or an indicator of poor tissue healing. The surgeon states that there have been no further problems with the pt following revisional surgery and medical intervention was not required to prevent serious injury due to the implant.